Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot secure cutter" was confirmed. During service the device failed the pre-repair diagnostic assessment lock operation test. If additional information becomes available, a supplemental report will be submitted.

Event description:
Report received from the USA stating that the device experienced "cutter will not secure or turn" during surgery. It is known that the device was being used during surgery; however, no pt or user injury or medical intervention occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no additional info provided.